Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose values and under delivery of insulin from the pump. Customer¿s blood glucose value at time of incident was 356 mg/dl and current blood glucose value was 374 mg/dl. Customer did fingerstick and blood glucose was found 442mg/dl. Customer treated for high blood glucose levels with the pump. Customer reported that they contacted their healthcare professional regarding the high blood glucose levels. Customer also reported air bubbles present along the tubing length. The insulin pump was not returned for analysis.